Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse advised the customer to check the connection of the data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable to ensure that it is seated correctly. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator generated an error relevant to inoperable condition. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 22feb2019. The customer repaired the device. The customer reported that the overlay was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.